Event description:
It was reported that this patient has recently exhibited episodes of over-sensed myopotential noise from both the left ventricular (lv) and right ventricular (rv) lead. Additionally, noise was noted from this right atrial (ra) lead. The device data was forwarded to (B)(6) for review and it was determined that the over-sensed rv noise resulted in pacing inhibition. There was also evidence of variable rv and lv amplitude measurements. It was recommended to perform a thorough in-clinic evaluation of the integrity of all three leads via provocative maneuvers, isometrics, and potential diagnostic imaging. At this time, the system remains implanted and in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).